Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the event was not reported. At the time of this report, the patient was in the hospital for peritonitis and it was reported that the patient would be released next week (hospitalization dates unspecified). No further information was provided regarding whether pd therapy was ongoing. No additional information is available.